Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument slipped off tissue while in use, causing the instrument cable to be frayed. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage did result in a fragment falling inside the patient's anatomy. The fragment was retrieved during the same procedure. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.